Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung stapling, surgeon was not able to squeeze the handle. Device was not able to fire. Surgeon used another device to resolve the issue. No patient injury.